Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate atp due to an episode of atrial arrhythmia with rapid ventricular response (rvr). The device remains in service. This was not an isolated episode since this patient had received inappropriate therapy in the past. No additional adverse patient effects were reported.